Event description:
Healthcare professional additionally reported "double capsule."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in the surface of the shell, cloudy in the gel and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "signs of late seroma" and exchange from textured to smooth implants due to patient's concern with the product.

Event description:
Healthcare professional reported a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and "signs of late seroma." Device has been explanted.